Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information received: the piece of the trocar was retrieved with a forceps via a trocar. The device was used for a camera and it was possible that the device was under loaded.

Event description:
It was reported that during a laparoscopic pneumonectomy, the sleeve was broken off when the device was used with a camera. The broken pieces were retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that the tt012 device was received with the sleeve broken; the broken piece of the sleeve was returned inside a petri dish. In addition, the tyvek was returned along with the instrument. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. One possible cause for the damage found on the sleeve, may be excessive external load placed on the device.